Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of fine ventricular fibrillation well as anti-tachycardia pacing (atp) and 8 inappropriate shocks for an atrial driven rhythm. Technical services (ts) was consulted, and the physician opted to adjust the sensing on the device. No additional adverse patient effects were reported. This device remains in service.